Event description:
A pt was suffering from ttp (thrombotic thrombocytopenic purpura) and was being treated through therapeutic plasma exchange under orders from the pt's oncologist. The pt's blood was processed by the dideco compact-a to remove the plasma and wash the remaining red blood cells. The cleaned red blood cells were returned to the pt. The pt became unstable and blood processing was halted after removing 1100 cc of plasma and injecting 900 cc of crystalloid. The pt went into bradyarrythmia, and chest compressions were initiated. The pt then expired.